Event description:
The physician was attempting to deploy the stent at the lesion in the anterior communicating artery in tortuous anatomy. During the attempted deployment, resistance was encountered and the physician applied additional force in an attempt to deploy the stent. This resulted in the microdelivery catheter shaft separating from its hub and the stabilizer kinking. The entire delivery system was withdrawn from the pt and another model of stent placed to complete the procedure. There was no clinical consequence to the pt.

Manufacturer narrative:
(B) (4) catheter shaft separation from the hub. Additional info received from the user facility indicates that the device was used in accordance with the directions for use.